Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there was difficulty when inserting a competitive lead into an implantable cardioverter defibrillator (ICD). The lead could not be inserted without some type of lubricant due to bulging insulation. It did not appear that the lead was fully seated in bore and oversensing was observed. They attempted to reinsert, but in process, backed the set screw out too far. They worked on getting setscrew back in, but had to remove the grommet. After the setscrew was re-threaded, they were unable to fully insert the lead. The device remains in use. No patient complications have been reported as a result of this event.